Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the usm is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology surgical procedure, the universal surgical manipulator (usm) arm 2 had broken loose and drifted when idle or when the system was being docked to the patient. The technical service engineer (tse) reviewed the logs, which showed no related errors. The procedure was continued as planned with no reported injury.